Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Three images were also submitted to product performance engineering for evaluation. The pellethane tubing of splines b and c were torn exposing internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement remains unknown.

Event description:
This report includes updated device model information.

Manufacturer narrative:
Additional information: b5, d4, g3, g6, h2.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
FDA request to update device model information and corrected reportable aware date. Follow up report required.

Event description:
During the pulmonary vein isolation procedure, when attempting to remove the mapping catheter back through the sheath, the physician noted difficulty and stated that the catheter was stuck in the sheath. Fluoroscopy confirmed that one of the splines was entangled with another one. The mapping catheter was removed together with the sheath. The mapping catheter was replaced by a circular catheter that was exchanged for the ablation catheter in the remaining sheath. Pulmonary veins were tested with circular catheter and found to have remained isolated 30 mins post-ablation therefore no further ablation was required. The procedure was completed with no adverse consequences to the patient.